Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Bg was "low" per continuous glucose monitor readings and was addressed by consuming glucose wafers and cookies. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.